Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-03008, 1627487-2020-03009, 1627482-2020-03010 and 1627487-2020-03011. It was reported the patient had the drg system explanted. Reportedly, the patient stated she was not receiving effective pain relief despite reprogramming of the system. The procedure was reportedly completed without complications.